Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set with clearlink was leaking from the side port at the distal end of the line (closest to the patient). The leak was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on an unspecified date of december 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed a leak at the junction of the y connector (of clearlink) and the tubing. The reported condition was verified. The cause of the condition could not be determined from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.